Event description:
Medtronic received information that eight weeks following the implant of this transcatheter bioprosthetic valve, the patient presented with fever. Blood culture was positive for staph aureus. Echocardiogram revealed vegetation on the bioprosthetic and the tricuspid valves, along with a high bioprosthetic valve gradient and severe tricuspid regurgitation. Following six weeks of IV antibiotic treatment, the gradient across the bioprosthetic valve had reduced. Additional information was received that seven months following implant the patient was admitted to the hospital for endocarditis after having an intermittent fever the preceding two weeks. The patient has been placed on antibiotics (back on gentamycin IV and ceftriaxone IV) and it has yet to be determined if this is a continuing issue from the initial endocarditis issue or if this is a new strain. Additional information was received that prior to both episodes of endocarditis, the patient admitted to recent IV drug abuse. Recent transthoracic echocardiogram demonstrated moderate to severe tricuspid regurgitation with notable vegetation around the pulmonary bioprosthetic valve. Gradients had increased through the right ventricular outflow track. The patient was afebrile for several days and will remain on an additional six weeks of IV antibiotics. The patient denied chest pain, shortness of breath or palpitations. Additional information was received that the valve was explanted during a concomitant aortic valve repair 7 months following the initial implant. The explanted valve has been returned.

Event description:
Medtronic received information that eight weeks following the implant of this transcatheter bioprosthetic valve, the patient presented with fever. Blood culture was (B)(6) for (B)(6). Echocardiogram revealed vegetation on the bioprosthetic and the tricuspid valves, along with a high bioprosthetic valve gradient and severe tricuspid regurgitation. Following six weeks of IV antibiotic treatment, the gradient across the bioprosthetic valve had reduced. Additional information was received that seven months following implant the patient was admitted to the hospital for endocarditis after having an intermittent fever the preceding two weeks. The patient has been placed on antibiotics (back on gentamycin IV and ceftriaxone IV) and it has yet to be determined if this is a continuing issue from the initial endocarditis issue or if this is a new strain. Additional information was received that prior to both episodes of endocarditis, the patient admitted to recent IV drug abuse. Recent transthoracic echocardiogram demonstrated moderate to severe tricuspid regurgitation with notable vegetation around the pulmonary bioprosthetic valve. Gradients have increased through the right ventricular outflow track. The patient was afebrile for several days and will remain on an additional six weeks of IV antibiotics. The patient denied chest pain, shortness of breath or palpitations.

Manufacturer narrative:
Analysis: the valve remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
Based on additional information received, a supplemental report was filed. In addition, codes were updated as well as the conclusion. Conclusion: the valve remains implanted and a root cause to the reported clinical observations was not determined. Endocarditis cases that occur within two months after the procedure are called early prosthetic-valve endocarditis, and are usually acquired while the patient is in the hospital (nosocomial infection). These cases may also be due to introduction of the microorganism during the implant procedure. Based on the device history review of this product, there was no issue identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labeling, or sterilization load). All devices under this sterility lot were manufactured per approved and released manufacturing processes and the devices met all applicable manufacturing specifications prior to release for distribution. There were no other complaints reported for infection/endocarditis under this sterility lot. Review of the current manufacturing process controls has demonstrated that medtronic has taken appropriate steps to control contamination of products during manufacturing, including sampling of manufacturing environmental air and working surfaces, which are subsequently tested for bioburden. In addition, the liquid chemical sterilization process for this valve includes the use of a buffered glutaraldehyde solution and an alcohol wash, which displays a broad spectrum of activity and a rapid rate of kill against a wide variety of microorganisms. In conclusion: the patient's history and comorbidities likely contributed to the clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted a 5.8 cm section of the native conduit was received with three devices: a melody valve within two unknown bare metal stents. The leaflets appeared to be in the open position. "All leaflets were stiff due to the vegetative appearing host tissue that filled the valve. The commissures could not be observed due to the amount of host material that filled the valve. Thick glistening off white pannus lined the inflow orifice, partially covering all three devices. Pannus appeared to line the outflow orifice, covering the outflow ends of all devices, extending slightly onto the host tissue resulting with a reduced outflow orifice area. Extensively thick, tan to brown vegetative appearing host material, consistent with the reported endocarditis; filled the inflow and outflow of the valve, significantly reducing both orifice areas. Conclusion: based on the device history review of this product, there was no issue identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load). All devices under this sterility lot were manufactured per approved and released manufacturing processes and the devices met all applicable manufacturing specifications prior to release for distribution. There were no other complaints reported for infection/endocarditis under this sterility lot. Review of the current manufacturing process controls has demonstrated that medtronic has taken appropriate steps to control contamination of products during manufacturing, including sampling of manufacturing environmental air and working surfaces, which are subsequently tested for bioburden. In addition, the liquid chemical sterilization process for the device includes the use of a buffered glutaraldehyde solution and an alcohol wash, which displays a broad spectrum of activity and a rapid rate of kill against a wide variety of microorganisms. Based on the analysis results and the reported event description, the patient's history and comorbidities likely contributed to the clinical observations. (B)(6). (B)(4).

Event description:
Medtronic received information that eight weeks following the implant of this transcatheter bioprosthetic valve, the patient presented with fever. Blood culture was (B)(6) for (B)(6). Echocardiogram revealed vegetation on the bioprosthetic and the tricuspid valves, along with a high bioprosthetic valve gradient and severe tricuspid regurgitation. Following six weeks of IV antibiotic treatment, the gradient across the bioprosthetic valve had reduced. No adverse patient effects were reported.